Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the pump and transmitter regained connection. The customer reportedly replaced the transmitter and no longer experienced the intermittent loss of connection issues.